Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The surgery went well and the patient was sent home. At one day post-op, the icl had a high vault, angle closure and elevated intraocular pressure (over 50mmhg). The patient complained of pain and headache. The peripheral iridotomies were opened to relieve the pressure. The lens was explanted through the original incision, on (B)(6) 2014 and was exchanged for a shorter lens. One suture was required to close the incision. The patient post-op va is 20/25 and vision is good.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.7 mm) was explanted/exchanged for a shorter icl length (13.2mm) two days postoperatively to address angle closure and subsequent elevated iop (50 mmhg). The information provided on 09/26/2014, by a hcp, stated that the peripheral iridotomies were re-opened one day before the lens exchange. The same person reported that the surgeon was debating between longer and shorter length icl, and decided to use longer length for the initial implantation. After the lens exchange patient was doing well with good visual outcome (va 20/25). Given the information that the implantation of a shorter lens resolved the problem, the most likely cause of the event was procedure related factor/user error (miscalculation). The literature reports that rise in iop is usually associated with excessive icl vault due to an overestimation of icl size. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event was procedure related factor/user error (miscalculation). (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic folded over. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).